Event description:
On the morning of 8/21/2003 it was noted that pt had a large burn area on the back which appeared to be at the site of the defib pad. One morning in 2003 a report was filed noting the back burn as well as a lg red/purple wound on the right buttocks. Wounds appear consistent with electrical burn entrance, (back), exit, (buttocks) sites. Actual time/date of occurrence unknown. Pt defibrillated different (many) times @ 120 joules. Wounds thought to be pad & low moisture related.